Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the day after implant that the patient's right ventricular (rv) lead was dislodged as evidenced by intermittent capture and unstable thresholds. The rv lead was explanted and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.